Event description:
Citation: medtronic (covidien) received information through literature review of yoon w, kim s, park m. Endovascular treatment and the outcomes of atherosclerotic intracranial stenosis in patients with hyperacute stroke, neurosurgery 76:680¿686, 2015. The author reported the following event: 172 patients were treated with solitaire. There were 66 hemorrhages, 7 symptomatic hemorrhages, 2 arterial rupture (both of whom died of acute subarachnoid hemorrhage), and 1 arterial dissection. Mean patient age and gender: 69 and male.18 deaths by the 3rd month follow up. On (B)(6) deaths occurred during the initial hospital stay.

Manufacturer narrative:
This report was created to capture the hemorrhages, arterial rupture, vessel dissection, and deaths that occurred. The author did not specify what type of intervention was provided for the adverse events reported. (B)(4). The devices were not returned for evaluation. The reason the devices were not returning was not provided. Based on the reported information, there is no evidence suggesting that the devices were defective but rather procedure related and post procedure events and their causes were unknown. (B)(4).